Event description:
It was discovered in the beckman coulter inc. (Bci) warehouse that ggt reagent and triglyceride (tg) reagent leaked because of loose caps on the reagent. Incident did not occur on an instrument. No injury was reported.

Manufacturer narrative:
No additional information is available for this event.